Event description:
It was reported that the patient experienced syncope with collapse and CPR was utilized. It was also reported that shortly after the patient's procedure, the right ventricular [rv] lead was exhibiting intermittent capture and non-capture. An x-ray showed the rv lead was in place, but interrogation of the newly implanted device revealed high rv thresholds and low rv impedance. The patient was re-opened. The rv lead was disconnected from the device and normal threshold and impedance values were observed when the lead was connected to the analyzer. The rv lead was then reconnected to the patient's device; however, the impedance and threshold measurements were again out of range. The rv lead was explanted and replaced. When the second implanted rv lead exhibited the same behavior, it was determined that the device was causing the high threshold and low impedance readings. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). No anomalies found.